Event description:
It was reported that the patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant. During procedure, it was discovered that the lead failed to be fully inserted into the atrial port of the header of the ICD. Visual examination found what was suspected to be a metal sealing ring causing the blockage. The blockage was removed, and the lead was able to be advanced fully into the port. However, the set screw failed to be advanced and tightened. The ICD was not implanted, and a replacement was implanted successfully on (B)(6) 2026. The patient was stable throughout.